Event description:
No additional information: material#: 42100e-07 batch#: unknown it was reported by the customer that they had problems with the connections coming loose, sometimes falling to the floor. This results in contaminating the tubing and blood coming back. Verbatim: details of inquiry: hello, on our unit we use the bd smartsite gravity set daily for patient IV fluids. Multiple times we have had problems with the connections coming loose, sometimes falling to the floor. This results in contaminating the tubing and blood coming back and response received on 04-oct-2023. Thank you again for letting me know about this. I do have a question, if you wouldn¿t mind. I put a picture of the 42100e-07 set on the word document. Could you please let me know if the set was coming apart at the area where the arrows are or was it somewhere else? Also, I¿m curious if you know if the end user is actively tightening the stopcock segment on both ends once they take it out of the package? Although it¿s connected in the package, it is not bonded and can come loose during shipping. The dfu reminds them to tighten those connections before use. I¿m not suggesting that is what is happening, I¿m just covering all areas where I¿ve seen that happen in the past (on a different set). Response received on 13-oct-2023. I put in this complaint on behalf of fellow co-workers. I gave this information to two different bd personnel already. I do not know the answers to all of these questions, as it did not happen specifically to me recently. Attached is the picture I submitted to xxx of where the separation occurs. It has happened multiple times, most likely due to users not tightening the connections when putting together. Back flow issues have happened, but no patient harm that I know of. I sent an email reminder to all anesthesia staff and nursing staff to tighten the connections, and if a separation happens after tightening to email the bd product complaint email address. All staff voiced understanding and agreement.

Manufacturer narrative:
Followup MDR submission for device evaluation: no product or photo was returned by the customer. The customer complaint that there was connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that unspecified amount of the bd alaris smartsite gravity set experienced component separation. The following information was provided by the initial reporter: multiple times we have had problems with the connections coming loose, sometimes falling to the floor. This results in contaminating the tubing and blood coming back.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.